Event description:
Customer reported the sensor was giving incorrect readings. Customer's blood glucose was under 40 mg/dl and the sensor was reading 160 mg/dl. Customer stated his blood glucose lowered to 30 mg/dl and he passed out. Customer was traveling at the time of event and stated he was stuck in the plain for 3 hours before his spouse woke him up and gave him orange juice. Blood glucose rose up to 101 mg/dl. Customer declined troubleshooting, stated he had taken to much insulin. Customer was advised to monitor the devices and call when issues persisted. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.